Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
"Embolization of type I endoleaks after evas: technical considerations, success rates, and outcomes" [abstract] cardiovascular and interventional radiology. Conference: cardiovascular and interventional radiological society of europe, cirse 2017. Denmark. 40 (2 supplement 1) (pp s168), 2017. Date of publication: august 2017. The onyx will not be returned for evaluation as it was consumed during embolization and remains in the patients. The onyx not returned for evaluation and there was limited information provided in the abstract. The reported incident complaint could not be confirmed and the cause of the event could not be conclusively determined. Mdrs related to this abstract: 2029214-2017-01119, 2029214-2017-01120.

Event description:
Medtronic literature review found reports of inconsistent onyx reflux during embolizaiton. This abstract was presented during a conference and the purpose was to review the transcatheter embolization technique used for management of type I endoleaks (elis) after nelix endografts and to report the outcomes. The authors identified 12 patients with nelix endografts who underwent 15 embolization procedures for eli. Of the 15 embolization procedures: 11 cases used detachable coils and onyx, 3 cases used onyx alone, and 1 case used coils alone. Immediate technical success (resolution of the endoleak at completion angiography) was achieved in all cases. The abstract notes that there were three events in which onyx refluxed into the nellix graft. There was reportedly no long-term sequelae.